Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 2538547 and 2516860 lot codes did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Update: 4/27/2012 - litigation papers were received. They allege severe and constant pain and suffering, swelling, bursitis, lack of mobility, and/or metallosis. There is no mention of revision surgery. The complaint was reopened to make the metal insert and femoral head reportable due to allegations of metallosis. The devices associated with this report were not returned. Review of the device history records for the metal insert and femoral head found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient contacted depuy to report that he had a squeaky hip. Patient has not been revised. **update** (B)(6) 2012 - litigation papers were received. They allege severe and constant pain and suffering, swelling, bursitis, lack of mobility, and/or metallosis. There is no mention of revision surgery. The complaint was reopened to make the metal insert and femoral head reportable due to allegations of metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and elevated metal ions. After review of medical record for MDR reportability, patient was revised to address painful right total hip arthroplasty with metal on metal implants. On (B)(6) 2013, a significant amount of metallosis was noted in the hip joint, as well as in the stem and lateral edge of the femur. The patient began to experience intermittent pain and popping in the hip two years ago.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.